Event description:
A customer contacted beckman coulter inc (bec) stating that about 5cc of clenz (cleaner) leaked above the secondary probe of their coulter lh 500 hematology analyzer. The leak was contained within the instrument. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples. Per customer, the leak appears to only occur during the shutdown process.

Manufacturer narrative:
A field service engineer (fse) went on-site and found leaking between the pads of the bsv (blood sampling valve) and noted grinding on the extension/retraction of the probe section of the bsv. Fse replaced the actuator which had caused the bsv knob to over-tighten and put undue pressure on the probe section of the bsv. Fse then ran several startup and shutdown cycles and no leaking was observed. Startup, latron and controls all recovered within specifications. The leak occurred because the bsv actuator caused the bsv knob to over-tighten. (B)(4).